Event description:
It was reported that patient (pt) reported sudden return of tremor in right hand as well as increased charge frequency requirements. Seen in clinic for evaluation and impedances were ran at auto increase as well as 1.0 ma. Both revealed contact 0 on left lead was high. On automatic increase it reads 65,000. Patient was programmed around open contact. Rep does not know if issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.